Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens was implanted, the patient was not tolerant to the outcome and the lens was exchanged within one month to another lens model. The surgeon considered the patient unable to adapt to the multifocal aspects of the lens. The patient reported decreased vision and glare that interfered with night time driving. Additional information was requested.

Manufacturer narrative:
The lens was returned surgically taped to a plastic tweezer like surgical tool. Solution is dried on the lens. One haptic is broken in the gusset area. The optic is cut into two portions, typical of insertion and removal. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).